Event description:
It was reported that when an asymptomatic patient presented in the hospital for unrelated reason, the device exhibited far r-wave oversensing. Programming changes were recommended.

Manufacturer narrative:
(B)(4).